Event description:
It was reported that multiple episodes of non-sustained lead noise episodes were observed on a stored egm. Intermittent undersensing of pvcs on both the far-field and near-field channel were also noted. True lead noise was also observed on one of the stored egm for non-sustained lead noise. Programming changes were made. Device remains implanted. Patient will be monitored remotely.

Event description:
It was reported that multiple episodes of non-sustained lead noise episodes were observed on a stored egm. Intermittent undersensing of pvcs on both the far-field and near-field channel were also noted. True lead noise was also observed on one of the stor...

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.